Manufacturer narrative:
The sensor replacement alert was first presented to the user on (B)(6) 2024, day 20 after insertion, per the case notes and screenshot provided by the user.the sensor was returned and tested in-house, and the testing results showed no malfunction. The user opted out of dms and could not provide a diagnostic upload for further analysis. Since no failure mode is assignable from the returned product analysis testing and there is no in vivo data available, the investigation is inconclusive. There may have potentially been transient optical instability due to an issue with the sensor electronics, for example the led behavior at the time, or the in-vivo state of the sensor hydrogel, which is not reproducible in the lab. As part of resolution, the RMA was authorized to offer the user a sensor replacement. B4. Date of this report 26 march 2025. D9. Device available for evaluation? Yes, on 07 february 2025. G3. Date received by the manufacturer? 26 march 2025. H3. Device evaluated by manufacturer? Yes. H6. Medical device problem code updated to 1480. H6. Type of investigation updated to 10. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On december 27, 2024, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.